Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the network cord was disconnected from the device. A field service engineer connected the device to the network and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. The customer stated that they were unable to access the medication from the affected cubie, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.